Event description:
Noise was noted on the lead. X-ray showed externalized conductors. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.